Event description:
Complainant alleged that while attempting to defibrillate a female pt in cardiac arrest using electrode pads, the device failed to discharge on the first attempt. The electrode pads were changed and the unit did not shock the pt on the second time. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.